Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
I was reported that the customer experienced ongoing low blood glucose (bg) levels as low as 42 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, customer continued to use the pump for insulin therapy.